Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 03/31/25. D4: batch #unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Provide the specific number of patient events: ¿ there has only been one patient event to date that this has happened on. 2. Did the event occur during one or multiple patient procedures? ¿ the event occurred during one patient event. 3. What is the total number of procedures? ¿ the total number of procedures was one. 4. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). ¿ there is nor prior record of this happening during any other events. 5. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open whipple procedure, it was observed that the most inner row of staples closest to the blade had malformed staples, that were not closed and staple legs were sticking out on the staple line. There was no patient consequence nor surgical delay reported. Additional information requested.